Event description:
It was reported that there was a small amount of air leak in manual mode. There was no patient involvement.

Manufacturer narrative:
D4 and g4 are unknown. No product information has been provided. B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was confirmed. Gas was leaking from inside the unit. The reported problem was caused by a leak at the demand valve and regulator joint. The reported issue was addressed by reworking the leak area. Service history identified that no previous repair has been noted.